Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated/corrected data: b5, e1, e2, e3, g2,h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient developed a right bundle branch block (rbbb) approximately 2 months prior to the registered valve implant. The pacemaker was implanted approximately 1 month following the onset of the rbbb. The valve was implanted approximately 1.5 months after the permanent pacemaker was implanted. The physician indicated that a stroke or transient ischemic attack (tia) did not occur. No treatment reported for the visual disturbance/dizziness.

Manufacturer narrative:
Upon initial processing of the complaint information, a discrepancy was noted between the patient's valve implant date (B)(6) 2025 and the onset date of the visual disturbance (B)(6) 2025 reported by the patient. Although the dates don't make sense, a conservative serious injury report was submitted due to the patient's report of a permanent pacemaker implant and visual disturbance following the valve implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from the patient that approximately one and a half months prior to the implant of this transcatheter bioprosthetic valve, the patient reported experiencing visual disturbances. The patient described seeing lightning bolts following the transcatheter aortic valve replacement procedure and following permanent pacemaker implant. The patient reported the visual disturbances ceased after a few days, but also reported experiencing the visual disturbances at least twice per day.